Manufacturer narrative:
The product evaluation confirmed the failure mode malfunctioned fiberoptic cable and coupling. The most probable root cause is component issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related see related 0001932402-2024-00003.

Event description:
A user facility in australia reports low laser output. The surgery could not be completed and the delay is unknown at this time. Power needed to be turned up to 700mw and duration 200ms and they were still struggling.

Manufacturer narrative:
The device was not returned rather a technician was dispatched to perform an evaluation in site. The technician replaced the fiber optic cable and coupling. The device history record was reviewed. This module met specifications on the date of manufacture. The investigation is underway. See related 0001932402-2024-00003.